Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was alleged that the tp700 was exceeding the 107 degree limit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue could not be confirmed as the pump was not available for further review. Device not returned.

Event description:
It was alleged that the tp700 was exceeding the 107 degree limit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the tp700 was exceeding the 107 degree limit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.